Event description:
Pt had bilateral breast implants removed. Right implant had ruptured. The pt had been undergoing a biopsy by her general surgeon, she developed a rupture of her implant and was scheduled for removal a few days later. Pt has possession of her implants. Implant info obtained from physician's office. Implant was not done at facility. Explant dr was different from implant dr.